Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event is confirmed. Indeed, many errors 43 have been triggered. The device was repaired locally by the fresenius kabi market unit according to the process in the technical manual. The subject spare part lcd display board was returned at our laboratory for analysis but it has never been received. Without the affected sample, no investigation can be performed and no root cause can be determined. However, the log file confims the reported event and based on information provided, the root cause of the reported issue is a defectived lcd display board. Indeed, after replacement, device is functional. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "error ID 43 : lcd controller communication error. Fault diagnosed in a faulty lcd display board. Replaced to new one (spare part z178401). Quality control performed after repair, device is functional and safe. Event log included." Reporting as a conservative measure due to the referenced issues. There were no reports of an adverse event. More information is needed to complete the investigation.